Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported coronary sinus dissection was procedure related.

Event description:
During a crtd implant procedure, while cannulating the coronary sinus a dissection occurred. The procedure was terminated and the patient was in good condition. There were no performance issues with any sjm device.